Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message the same day after applying the adc freestyle libre sensor. Customer further reported that on (B)(6) he experienced a headache, seizure, and loss of consciousness. Paramedics were called and upon their arrival, customer received unknown treatment. The customer was unable to recall the specific treatment rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Device mfg date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message the same day after applying the adc freestyle libre sensor. Customer further reported that on (B)(6) he experienced a headache, seizure, and loss of consciousness. Paramedics were called and upon their arrival, customer received unknown treatment. The customer was unable to recall the specific treatment rendered. There was no report of death or permanent impairment associated with this event.